Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6) , lot 30015c, reader sn (B)(6). Repeat cue covid-19 tests performed on (B)(6) 2024, (B)(6) 2024 and on (B)(6) 2024 provided negative results. Customer tested negative with the binaxnow rapid antigen test for three days in a row (exact dates not specified). Customer had no symptoms or known exposure. Cartridges were stored within the validated temperature range. Customer states the false positive caused some emotional distress as they have an immunocompromised family member.